Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient underwent a neurostimulator and ferrule tray replacement on (B)(6) 2024. The surgery took place due to erosion and protrusion of the ferrule tray flanges. The patient did not exhibit any signs of infection (i.e., no fever). The ferrule tray flange that had protruded was perpendicular to the skull (see attached pictures). A CT scan taken a few months prior confirmed all ferrule tray flanges were flush with the skull at that time. CT scan taken at the time of the event showed the ferrule tray flanges had lifted and were unconnected to the skull. Once the incision was open, the surgical team determined that none of the ferrule tray flanges were secured to the skull. Cultures were not performed.